Event description:
It was reported that during a routine follow up appointment, the battery longevity indicated a minimum longevity of 3 months, however the patient had been told at their previous follow up appointment that the battery would last one year. The longevity was shorter than that of the previously estimated, suggesting suspected premature battery depletion. The physician decided to monitor the patient and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).